Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail. A steerable guide catheter (sgc) was prepared per instructions for use (IFU) and positioned on the stabilizer and attempted to be inserted per the instructions for use (IFU). However, it was not easy to click in. Troubleshooting was performed but was not successful and required a bit of force to sit in the stabilizer. Two mitraclip xtw clips were implanted, reducing mr to a grade of 1. After deploying the clip, the sgc was not removed easily. Therefore, the sgc was removed while connected to the stabilizer. After the case, the sgc was manually separated from the stabilizer by pushing the rear guide pins forward and pulling up with force. It was noted that it was the spring on the far side away from the implanted that was very hard to remove. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty inserting and removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.